Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over infused. During a total parenteral infusion (tpn) infusion on a neonate, the patient¿s blood sugar was ¿elevated throughout the night¿. The nurse changed the pump, and the patient¿s blood sugar remained within normal limits. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.